Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the front therapy electrode pad. The patient was prescribed a cream for the irritation. The patient also began changing garments more frequently. Follow-up indicated that the irritation was healing.